Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation, therefore there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device went through external and internal inspection, it was functionally tested, and volumetric accuracy and electrical testing were performed. The reported condition was found during the evaluation of the returned device and was determined to be due to deteriorated piston foam and a cracked door piston. The piston foam and cracked door piston were scrapped. If additional relevant information becomes available, a follow up report will be submitted.